Event description:
It was reported that this right ventricular (rv) lead was exhibiting high pacing thresholds. It was suspected that the lead was micro-dislodged but x-rays did not show obvious movement of lead. The lead was successfully revised and repositioned. No additional adverse patient effects were reported.